Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the likely cause of the reported event is due physical stress. However, the root cause of the reported event is unable to be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the balloon of the ultrasonic gastrovideoscope did not fill with water during reprocessing. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found that there was a pin hole and erosion on the glue of the screw head on the forceps cover side and on the screw tightening the objective lens. There were blunt scratches and dents. The report is being submitted due to pin hole and erosion on the screws found during evaluation.

Manufacturer narrative:
The device was returned and evaluated by olympus. In addition to the evaluation found the bending section cover glue was peeling, the objective lens was scratched (image was not affected), the cord had blunt scratches, and the control knob had play. This event is under investigation. A supplemental report will be submitted upon receiving additional information.